Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device passed displacement test and selftest. No black box on screen noted during testing. All operating currents are with in specification. No unexpected battery out limit alarms noted. Device was received with scratched lcd window, scratched around casing, cracked reservoir tube lip, cracked battery tube threads, and missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was performed. The device was returned for analysis.